Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by the clinician that the extension tubing included in the powerglide pro insertion kit broke away and separated from the distal fitting where the needle free connector attaches after insertion. No reported injuries to the patient or healthcare provide. The midline was removed. It was a complete separation of the extension set. No other information was provided.